Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's therapy stopped working, meaning they had been peeing too much again since having an MRI on (B)(6) 2021. The patient expressed concern that something might be wrong with the battery. They requested assistance increasing amplitude. It was reviewed how to do so, and the patient increased until they could feel stimulation sensation slightly. They were redirected to their doctor if the issue persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.